Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer states the seat mounting screws and washers have fallen out and the consumer no longer has the pieces.